Event description:
It was reported that the rigid video laparoscope had an error code e843 and white balancing was unsuccessful. The issue was found prior to a therapeutic laparoscopic procedure. The procedure was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.